Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was 88 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm and there were no unattended alarms received. Customer stated that, the battery cap is not loose, cracked or damaged. After troubleshooting since customer has had back to back replace battery now alarms without getting a low battery warning. Troubleshooting determined that, the insulin pump should be replaced. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. (B)(4).